Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming done. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.